Event description:
Related manufacturer reference number: 2017865-2023-50874 it was reported that patient presented for implant procedure. During procedure it was noted that the right ventricular lead was exhibiting low pacing impedance, the helix was failing to retract, and there was damage at the end. When the physician tried implanting another right ventricular lead, the helix exhibited failure to extend or retract. The procedure was completed successfully with implantation of third right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were low pacing lead impedance, helix mechanism issue and lead appeared damaged towards end of lead. The reported events of low pacing lead impedance and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination of the lead found overtorqued inner coil inside the connector region consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torqued directly to the connector pin. The full helix extension length was measured within specification. Electrical testing found shorting between conductor paths due to overtorqued inner coil inside the connector region. The cause of the reported events of low pacing lead impedance and helix mechanism issue was due to the overtorqued inner coil and helix being clogged with blood/tissue. The reported event of lead appeared damaged towards end of lead was not confirmed. Visual inspection did not find any anomalies.